Event description:
The lay user/patient contacted lifescan (lfs) in 2008 alleging inaccurate high readings on the patient's one touch ultra smart meter. A medical affairs specialist (mas) sent follow up questions and obtained the following information: on two days earlier about 9:00 - 9:30 pm the patient developed symptoms of sweating and shivering. He tested his blood glucose and obtained a 155 mg/dl and then took 4 oral glucose tablets. He felt better a few minutes later. He did not contact his physician for assistance or seek any further treatment. The patient mentioned that his readings have been abnormally high on the 4th. Earlier that day at 9:00 am, he had a result of 189 mg/dl and based on the reading, he took an increased dose of insulin (13 units actrapid). At lunch time, at 1:00 pm, he had a result of 156 mg/dl and the accidently took 12 units of actrapid, when he was suppose to take 10 units, in the evening at 6:00 pm, he tested and obtained a 276 mg/dl. Due to the high result of 276 mg/dl, he decided to take another increased dosage of insulin (16 units actrapid and 28 units basal insulin). The patient did not eat differently due to the elevated readings. The patient tests more than five times a day. A normal blood glucose reading for the patient is between 120-160 mg/dl. He has been a diabetic since 1990 and has had the subject meter since 2006. He has never used control solution. The technique of applying blood on the test strip was correct. Meter was replaced. The complaint is being reported since the patient alleges he took insulin based on a sliding scale at 6:00 pm and exhibited symptoms of low blood glucose at 9:00-9:30 pm and meter did not correlate with his symptoms. The patient claims he took oral glucose medication and felt better soon after.

Manufacturer narrative:
Meter was requested back for investigation.